Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Brush head came off in mouth and almost went down throat, (coughed and was able to spit it out) but it could have easily gone further down throat [foreign body]. A big cough [cough]. Brush head came off in mouth [device breakage]. The head of it became very loose [device connection issue] .case description: a female consumer reported that while using an oral-b rechargeable toothbrush, version unknown, the oral-b brushhead, version unknown came off in her mouth and almost went down her throat. She stated she gave a big cough, and was able to spit it out, but it could have easily gone further down her throat. She had been using this brush head for about 3 weeks. The reporter stated a different brush head used from the pack had become very loose. The case outcome was recovered. On (B)(6) 2016 received follow-up: the consumer reported she was using an oral-b vitality toothbrush, and had been using the toothbrush for about 2 years. She stated she had used lots of braun oral-b toothbrushes over the years. No further information was provided.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Brush head came off in mouth and almost went down throat, (coughed and was able to spit it out) but it could have easily gone further down throat [foreign body], a big cough [cough], brush head came off in mouth [device breakage], the head of it became very loose [device connection issue]. Case description: a female consumer reported that while using an oral-b rechargeable toothbrush, version unknown, the oral-b brushhead, version unknown came off in her mouth and almost went down her throat. She stated she gave a big cough, and was able to spit it out, but it could have easily gone further down her throat. She had been using this brush head for about 3 weeks. The reporter stated a different brush head used from the pack had become very loose. The case outcome was recovered. 25-feb-2016 received follow-up: the consumer reported she was using an oral-b vitality toothbrush, and had been using the toothbrush for about 2 years. She stated she had used lots of braun oral-b toothbrushes over the years. No further information was provided.